Event description:
It was reported that the patient received inappropriate shock for atrial fibrillation with rapid ventricular response. Medication and programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.